Event description:
Pt reported there is no basal dose of insulin coming out of the infusion device. Pt stated, the settings are correct and inserted. Pt reported receiving an elevated blood glucose reading up to 29.9 mmol/l (538 mg/dl). Pt's normal blood glucose range was not provided. Pt stated no error messages appeared. Pt reported changing the battery, infusion set and insulin cartridge; the issue persisted. Pt reported being able to see the insulin coming out when taking out the infusion set needle and giving a quick bolus. Pt reported being unable to see insulin coming out when leaving the infusion set needle on a piece of paper. Verified with pt that all of the bolus settings had a unit inserted that was supposed to be given to the pt. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.